Manufacturer narrative:
The device was received for evaluation together with a non-baxter set. Visual inspection was performed using the naked eye which observed that the male luer was cracked into the non-baxter set. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male tip (luer) of a clearlink system continu-flo solution set broke off while in use with a non- baxter extension set. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.